Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kinks were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, 80% stenosed, de novo lesion in the distal left anterior descending coronary artery. After pre-dilatation, the 2.5x18mm xience prime stent delivery system (sds) was advanced; however, failed to cross the lesion due to the patient anatomy. Multiple attempts to cross were made and the proximal shaft became bent and separated. The bend and separation occurred on the section of the device which was outside the patient anatomy. The device was removed and another sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.